Event description:
Resident was found through the bed bar with head on floor and lower body still on bed sustained bruises to arm. Could not get her self out of situation without assist of several people.